Manufacturer narrative:
This report is submitted august 21, 2018.

Event description:
Per the clinic, the patient experienced inflammation of the skin flap resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.